Event description:
The customer complained that the bed could not achieve trendelenburg.

Manufacturer narrative:
The technician replaced the trendelenburg cylinders to resolve the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.